Manufacturer narrative:
Investigation summary: bd received 1 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub broken off from the collar with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hub broken off from the collar with the incident lot was observed. Bd determined that the root cause of the indicated failure mode is that the parts were shifted upright in the box and the box loader robot arm crushed the units as it was placing more units into the box. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: on tuesday june 22nd an employee reported that she opened the packaging and dumped the needle on the draw cart and noticed the needle was already detached from the hub. The patient did not witness this happen. The tech grabbed a new needle and completed the draw.